Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer would not update software and would not print. It was also indicated that the stylus was inoperative and that the power cord bay assembly latch was broken. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since attempting a software update, the programmer would not print. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.